Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to the cardiac resynchronization therapy defibrillator (crt-d) detecting an atrial fibrillation (af) with rapid ventricular response. It was noted that the patient complained of dizziness at the time of shock. The device remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.